Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was leaking from the snap cap. Reservoirs also had issues with the plunger. Customer's blood glucose was unknown. Call was dropped. Customer will not be returning the reservoir for analysis.